Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing. However, several alarms were noted in the history due to corrupted history files.

Event description:
It was reported that the customer experienced high blood glucose levels below 600 mg/dl. The customer was hospitalized about six to seven times during the last several months for high blood glucose levels. Her last hospitalization was a month ago and had a blood glucose level of below 700 mg/dl. The customer received a no delivery, displayable history check failed on startup, unexpected restart, and external error alarms. The insulin pump was stored with a dead battery for about seven months. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.